Manufacturer narrative:
The customer reported that they heard a loud pop from the central nurse's station (cns) and then both central nurse's station (cns) displays went black. The device's central processing unit (cpu) indicators were not lit. The biomedical engineer checked all cables and power supplies, and tried power cycling the device. It was later determined, during the nihon kohden evaluation, that the central processing unit (cpu) on central nurse's station (cns) failed. The device was sent in for repair and the reported problem was duplicated. All malfunctioning parts were replaced and the unit was tested per the operator's/service manual. It completed 24 hours of extended testing and operates to manufacturer's specifications. The unit was then returned to the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they heard a loud pop from the central nurse's station (cns) and then both central nurse's station (cns) displays went black. The device's central processing unit (cpu) indicators were not lit.